Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery cap had stripped threads and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. There was a battery compartment crack observed from the thread area to the case seal. A test battery cap was used for all testing. No evidence of short battery life was observed in the black box. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.